Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was between 40 and 50 years old. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an inpatient pseudocyst drainage procedure on (B)(6) 2017. Reportedly, the angle of approach was "very tricky." According to the complainant, during deployment of the stent, on endoscopic ultrasound (eus) the first flange of the axios stent appeared to deploy in the pseudocyst. While the physician was deploying the second flange of the stent, the second flange slipped out of the delivery system catheter and the stent prematurely deployed in the patient's stomach. The stent was removed from the patient with forceps. There were no further patient complications as a result of this event. The patient's condition was reported to be stable. The patient has been transferred o another facility for continued treatment of their condition.